Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was a cracked tube. The following information was provided by the initial reporter. The customer stated: 'a tube was stored under a frozen condition at -70 degrees and it then cracked."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode as this use is considered to be an off label use of the product. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was a cracked tube. The following information was provided by the initial reporter. The customer stated: 'a tube was stored under a frozen condition at -70 degrees and it then cracked."